Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was originally hospitalized due to infection. Caller stated that the customer blood glucose was 289 mg/dl and was treated. Caller stated that the customer's insulin pump was not working correctly, it alarmed motor error and the drive support cap was flush. Nothing further was reported.

Manufacturer narrative:
Insulin pump failed the displacement test, with units remaining on status screen, and motor error alarmed during rewind due to the motor encoder our of phase. Unable to complete testing due to the motor error alarm. A scratched lcd window and a cracked reservoir tube lip noted. No anomaly to the drive support was observed.